Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed artifact and "pacing did not occur." A lead revision was performed and no patient complications have been reported as a result of this event.